Event description:
As reported, a 6/7f mynxgrip vascular closure device (vcd) "failed". During the pre-inspection, the physician advised that the device had a mechanical failure. The black transition piece at the end of black sheath came off, as well as a white looking plastic piece. The transition piece of the mynx device detached from the main body prior to insertion into the 6f sheath which rendered it useless. The physician at that time stopped the closure device insertion into the patient. The physician advised to hold 20 minute plus manual compress to establish hemostasis. After 20 minutes, hemostasis was achieved, and a compression dressing was applied over the femoral access site. There was no reported patient injury. The patient recovered in reverse trendelenburg position for two hours, then discharged to the care of a family member. The nurse recovers the patient in a reverse trendelenburg position for two hours. The head is slightly elevated 10-20 degrees for patient comfort, laying flat for two hours, no raising of patient legs. The user pre-inspected the device prior to insertion into the patient. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. The device will be returned for evaluation.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot f2209103 presented no issues during the manufacturing process that can be related to the reported event. This device has been analyzed but the final, approved draft of the engineering report and its conclusion is not yet available due to need for additional testing. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, a 6/7f mynxgrip vascular closure device (vcd) "failed". During the pre-inspection, the physician advised that the device had a mechanical failure. The black transition piece at the end of black sheath came off, as well as a white looking plastic piece. The transition piece of the mynx device detached from the main body prior to insertion into the 6f sheath which rendered it useless. The physician at that time stopped the closure device insertion into the patient. The physician advised to hold 20 minute plus manual compress to establish hemostasis. After 20 minutes, hemostasis was achieved, and a compression dressing was applied over the femoral access site. There was no reported patient injury. The patient recovered in reverse trendelenburg position for two hours, then discharged to the care of a family member. The nurse recovers the patient in a reverse trendelenburg position for two hours. The head is slightly elevated 10-20 degrees for patient comfort, laying flat for two hours, no raising of patient legs. The user pre-inspected the device prior to insertion into the patient. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. The product was returned for analysis. A non-sterile mynxgrip vascular closure device 6f/7f involved in the reported complaint was returned for investigation. Per visual analysis, the shuttle was engaged to the black handle with the stopcock open. The sealant, advancer tube, syringe and sealant sleeve were returned separated from the device. The procedure sheath was not returned with the device. The device was inspected for damages or anomalies that may have contributed to the reported complaint. No visual damages or anomalies were observed. Per functional analysis, the sealant sleeve and advancer tube were reinserted onto the device. It was observed that sealant sleeve was securely stay in place, and that the advancer tube was properly engaged to distal tamp lock during the device failure investigation. The balloon of the returned device was inflated, and pressure was maintained. The returned device performed as intended per the mynxgrip instructions for use (IFU). A product history record (phr) review of lot f2209103 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿catheter detachment¿ was not confirmed during analysis of the returned device. The exact cause of the reported event could not be conclusively determined. It should be noted that the device is shipped in protective sheath tubing in the clamshell tray. The balloon protective sheath is designed to abut the sealant to assure the sealant sleeve/sealant/shuttle cartridge does not migrate from its manufactured position during transit. According to the instructions for use (IFU) which is not intended as a mitigation of risk, users are instructed to remove the balloon catheter from the tray by holding the green/grey shuttle and pulling the device out from the protective tubing. If the sealant sleeves were displaced/removed from the manufacturing position during removal from packaging, this could result in the sealant and/or advancer tube being exposed/deployed prematurely. The returned device performed as intended per the mynxgrip instructions for use (IFU). Neither the phr review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective or preventive actions will be taken at this time.